Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided.

Event description:
It was reported that a patient was over infused with medication that was supposed to run for 4 hours. There was no patient information.

Manufacturer narrative:
The customer¿s reported complaint of the pump module over infused was not reproduced. Log summary: a review of the system error logs showed no records associated to the reported incident. The event log showed the system was powered on at 7:14:14 pm on (B)(6) 2020, attached with the source pump module s/n (B)(6) (channel a). The profile in use was identified as ¿adult¿. Based on the logs, a remote IV infusion of drugid=10 was received at 12:33:53 am on (B)(6) 2020. It was observed that the infusion parameters were, rate of 125ml/h and a vtbi of 1000ml. The infusion was started by the user at 12:33:55 am. The pump module alarmed occlusion patient side three times from 12:34:34 am to 12:38:07 am. The infusion was restarted each time. The pump module was paused at 12:40:09 am and restarted at 12:40:16 am. The pump module was paused at 3:45:32 am and restarted at 3:50:21 am, and then again at 4:13:27 am and restarted at 4:14:45 am. The pump module is channeled off 7:28:44 am on (B)(6) 2020. Total volume infused over the duration of the infusion was 840ml. The root cause of the customer report of the pump module over infused was not determined. Device history review: a review of the device history record showed the device had a manufacture date of 01mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that a patient was over infused with medication that was supposed to run for 4 hours. Although requested, no further event or patient information was provided.